Event description:
Per the clinic, the patient experienced an infection on the abutment site (specific date reported) and subsequently was treated with IV and oral antibiotic (specific date and duration not reported).